Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the forearm. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient's condition was good post procedure.